Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The unused device was received unsealed in the original teleflex lma packaging. The airway tube was observed to be clear. The cuff was bulging on the top surface of both sides of the cuff near the proximal end. Device was inflated and there was no leak on the cuff or balloon. Check valve functioned as intended and there were was no sudden drop in air pressure inside the cuff. Root cause of cuff defect after investigation was the vent tab was not assembled properly at the check valve to ensure the free flow of eto gas in and out of cuff during sterilization. The vent tab could be dislodged or fall down during the packaging process and before sterilization. Therefore the defect is due to a manufacturing issue. Operators in the packaging area have been updated about the complaint and trained on the packaging process prior to sterilization.

Event description:
The event is reported as: the customer alleges the cuff inflated in error prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as the customer alleges the cuff inflated in error prior to use. There was no patient involvement reported.